Event description:
A (B)(6) female with history of intractable epilepsy who underwent placement of a vagal nerve stimulator a few years ago. She had excellent response; however, her seizures began increasing recently and a test of the generator showed that it was at the end of life. The recommendation was made to bring the patient to the operating room for removal of the dead generator and placement of a new cyberonics 103 generator. The patient tolerated the procedure without any complications.